Manufacturer narrative:
Result: sensor coil cable.

Event description:
It was reported by service report that the head lift will not lower. No patient involvement or adverse consequences are reported.